Manufacturer narrative:
Product ID (B)(4) lot# serial# (B)(4) implanted: (B)(4)2009 explanted: (B)(6) 2017 product type lead product ID (B)(4) lot# serial# (B)(4) im6lanted: (B)(6) 2009 explanted: (B)(6) 2017 product type lead information references the main component of the system. Other relevant device(s) are: product ID: (B)(4) serial/lot #: (B)(4) ubd: (B)(4)2013 UDI# (B)(4) product ID: (B)(4)serial/lot #: (B)(4) ubd: (B)(4) 2013 UDI# (B)(4) device code (B)(4) no longer applies to this event. . If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from manufacturer representative reporting that the device worked but paresthesia the device provided following reprogramming was insufficient to provide patient acceptable level of pain relief. The device worked but therapy failed. The initial report of "it didn't work anymore" was worded incorrectly. Manufacturer representatives were not notified when device was explanted, the device and leads were discarded via safe biohazardous materials waste removal procedures by the hospital. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient with an implantable neurostimulator (ins). It was reported that the patient had their whole scs system removed on (B)(6) 2017 because the ¿it didn¿t work anymore.¿ no further complications are anticipated.